Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: the device was received for evaluation. A visual inspection was performed, and it was noted that the luer was missing. During the visual inspection, it was also observed that there were traces of solvent present on the tubing. The reported condition was verified. The cause of the issue was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution administration set had an unspecified defect in the 'final part' (connector) and was unable to connect with a branula. This was observed after the product packaging was opened, prior to patient use. There was no patient involvement. No additional information is available.